Event description:
The pt was implanted with a left ventricular assist device (lvad). A pump exchanged was reported via receipt of a device tracking form. Additional information received (B)(4) 2014 from the program development lead coordinator stated that the pump exchange was completed due to a pump thrombus.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.